Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up after half a year from the previous check, but the longevity became 4 years this time from 7 years during the previous check. Premature battery depletion was alleged due to a decrease in battery longevity. As far as the information that is currently available this device is still implanted and in service. A follow up appointment is scheduled to monitor and asses the progression of this device longevity. No adverse patient effects were reported. Should further information become available an updated report will be provided.